Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2: corrected common device name. Section d4: corrected UDI #. Section e4: corrected. Section h11: method: an rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: there was no fault found with the returned device. Without the return of the complaint device, we are unable to determine what may have caused the reported failed ventilator leak test. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the cicuit and also states the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that an rt380 adult dual-heated evaqua2 breathing circuit failed a pre-use ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed a pre-use ventilator leak test prior to patient use. There was no patient involvement.